Manufacturer narrative:
(B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occurred on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024. It was reported that patient faced three event of infusion set fell off. The infusion set had been in use for 1-4 hours of insertion. Patient replaced infusion set and resumed insulin successfully. No further information was available.